Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Upon review of the event history log, no evidence of the reported customer complaint was found. The reported "volume not changing" problem was not duplicated. The pump was run with the parameters as programmed (46 ml/24 hrs) and the volume remaining was displayed in 0.1 ml increments. The reported customer complaint was unable to be confirmed; the user was not trained to use the device properly.

Event description:
Information was received indicating that cadd legacy 1 pump malfunctioned. The reservoir volume would not change even though pump was infusing. There were no adverse events reported.